Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cva (stroke) das system. The pump contained lioresal [500 mcg/ml] at a dose of 39.99 or 49.99 mcg/day. It was reported the patient¿s pump was being replaced for end of life/nearing early replacement indicator (eri). During the procedure, the hcp noticed that there appeared to be some damage to the pump connector via visual examination. The hcp decided that it would be best to cut the connector and a small portion of the catheter. The hcp replaced it, and the revised catheter proved to be patent and was aspirated successfully. There were no environmental/external/patient factors that might have led or contributed to the damaged pump connector. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported. Patient medical history included stroke ¿ spasticity.